Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support the impella had low purge pressure and there was leaking. When the solution was switched from sodium bicarbonate to heparin, the tubing was to be changed. After the change, there were multiple purge system open and purge pressure low alarms. A purge bypass was performed, and the purge pressure and flow normalized. Echo was performed and showed that the impella was deep in the left ventricle but there were no placement alarms and motor current was pulsatile. The team did not want to reposition.

Manufacturer narrative:
Section d6a added implant date. Section d6b explant date is unknown. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.